Event description:
Per the clinic, the patient underwent surgery on (B)(6), 2010, to treat recurrent swelling around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.